Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient was getting a skin irritation from the belt around their waist. Two days later, they reported they received a communication error stating no leads were attached. They stated they attempted to plug the leads in and tap retry, but the error did not go away. The patient stated they did not experience spasms like they used to. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. The following day they reported the error message stated that the lead was not connecting.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown,; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.